Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had surgery and had not charged their battery. They were seeing a power on reset (por) message on their recharger with a circle in the upper left hand corner of the screen. The manufacturer representative did not perform a trickle charge or physician recharge mode (prm) but they were able to get the device charging again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.